Event description:
It was reported that fluid was leaking and/or dripping from one of the two lower luer activated ports of four (4) clearlink continu-flo solution sets. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.